Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry (ipr), approximately 4 years and 11 months post-implantation of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted and an edwards inspiris resilia surgical valve was implanted. The reason for the explant is due to stenosis. According to the medical records, patient presented for valve explant of their stenotic edwards sapien tavr prosthesis. Prior to this procedure, the patient was experiencing progressive symptoms with recent intubation for respiratory failure which was medically managed with diuresis and ultimately extubated. Following work up and evaluation, prosthetic valve explant and aortic valve replacement (avr) along with limited maze and left atrial appendage closure was medically indicated based on severe, prosthetic valve stenosis and infection, and history of atrial fibrillation (af). The tavr prosthesis was explanted in its entirety and sent for pathology in which results were not provided in these records. The procedure was performed successfully and there were no intraoperative complications.